Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), procedure using this fiber, the fiberlife system and standby mode were activated. It was observed that that the internal portion of the fiber was loose and emitting energy inside the metal cap. Upon removal of the fiber, the glass cap fell into the bladder and was recovered. Another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The fiber was not returned for analysis. However, the media provided by the customer showed the glass cap was detached from the fiber, possibly leading to recognition issues with the console, confirming the reported complaint. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence and without the proper evaluation of the fiber, the review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation. H3 other text : the device did not return to bsc for analysis.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), procedure using this fiber, the fiberlife system and standby mode were activated. It was observed that the internal portion of the fiber was loose and emitting energy inside the metal cap. Upon removal of the fiber, the glass cap fell into the bladder and was recovered. Another fiber was used to complete the procedure. There were no patient complications.